Event description:
It was reported that a faradrive steerable sheath clear exhibited air ingress. Upon insertion of a farawave catheter into the faradrive sheath, air was drawn in when checking for back flow. Air was visualized in the aspiration syringe. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to return for analysis as it was discarded in the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.